Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #:(B)(6), ubd: 11-sep-2016, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated their leads migrated and the hcp went in and pulled them back to the right spot. Patient could not recall event date. Patient also stated, at what agent understood as a different time, they thought hcp who was just a pain doctor/anesthesiologist was going to remove everything but were told afterward that the leads were still there and you can see the leads dangling on an xray. Agent documented information given.